Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient did not receive an alert that her bg was low due to an inaccurate value of 140 mg/dl on the cgm but when paramedics checked the patient's bg it was 23 mg/dl. Prior to the paramedics being called, the patient was found unconscious by her spouse. The patient's spouse could not recall what treatment the patient received for the event. At an unspecified time during the event, the cgm was displaying 347 mg/dl and the bg was 147 mg/dl. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.